Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Patient fell at home and the 11 x 127 stem broke. Surgeon removed stem and cement. Placed new stem and body + bumper. All other parts were retained.

Manufacturer narrative:
An event regarding fracture involving an mrs stem was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the product was not returned. Medical records received and evaluation: not performed as medical records were not received. Device history review: indicated that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusion: it is not possible to determine the root cause for this event due to the limited information provided. Device evaluation, x-rays, patient history and operative notes would be required to further investigate this event. No further investigation is possible at this time. If the device and / or additional information become available, this investigation will be reopened.

Event description:
Patient fell at home and the 11 x 127 stem broke. Surgeon removed stem and cement. Placed new stem and body + bumper. All other parts were retained.